Manufacturer narrative:
E1: patient city:(B)(6). Patient country: poland.

Event description:
Unomedical reference number (B)(4). Event occurred in the poland. On 20-may-2024, it was reported that the patient experienced an issue with the tape not adhering for the past month. The infusion set had been in use for one day and the patient properly prepared the site. They allowed alcohol to dry before inserting the infusion set and did not use soaps, gels, or lotions on the site. The product did not adhere under normal circumstances and no additional tapes were being used. The patient perspired heavily but had no other concerns. No further information available.